Event description:
The patient reported feeling a "heaviness" in his chest, and it felt like the device had moved. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.